Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: investigation revealed that the ok, contrast, up and down buttons were responding intermittently. The keypad appeared intact and undamaged. The keypad cover was removed and evidence of contamination was found under all contacts. Unrelated to the original complaint, the display was dim and discolored. In addition, the battery compartment was cracked in three places. The pump case was also noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.